Event description:
It was reported that noise leading to oversensing was observed on the right ventricular (rv) lead. Lead damage was confirmed during revision. The rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.